Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wireless footswitch did not connect to its base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0648-2022).

Event description:
It has been reported to philips that, wireless footswitch was not working. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.